Event description:
It was reported that during patient training the ventricular assist device (vad) coordinator was not able to support the patient with the mobile power unit (mpu). The mpu displayed power cable disconnected alarm. The mpu had a v-lock connector on the ac power cord. The mpu was plugged in well to the wall/outlet. There were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not turning on and not being able to support the patient was confirmed via analysis of the returned unit. The heartmate mobile power unit (serial number (B)(6) was returned and evaluated at the european distribution center on 17dec2021. The mpu was connected to power and the system did not light up as intended, confirming the reported event. The issue was then isolated to the power supply printed circuit board (pcb) and the power supply pcb was forwarded to product performance engineering for further analysis. The mpu was further evaluated by ppe. Ppe evaluation of the returned mpu power supply pcb revealed that several components on the pcb were electrically compromised. Damage to these components would prevent the unit from powering on and providing power to the system controller. Provided information stated that the mobile power unit (mpu) will be returning. There was no external power on the mpu while the mpu was plugged, the mpu had a v-lock connector on the ac power cord, the mpu was plugged in during the event, and there were no environmental circumstances that would have affected ac power at the time of the event. The reported event was determined to be caused by damage to the components on the mpu power supply pcb; however, the root cause of the damage to these components could not be determined. Incidental findings: corrosion on the battery holder terminal the device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also instructs the user on the actions to take if the green power on light does not illuminate when the mpu is plugged into a power source. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explain how to care for and clean all equipment, including the mpu. Additionally, section 10 of the patient handbook entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.